Event description:
Scope would not fit into the trocar. The 0 degree scope did fit; however, the 30 degree would not. Surgical plan was changed. Endoscopic removal of cyst was not possible, due to problem with the 30 degree scope. Craniotomy was done to remove the cyst. Patient's status was good at time of report

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.